Event description:
Customer stated the bed was alarming.

Manufacturer narrative:
Facility found the pendant damaged with exposed copper wires. The facility replaced the pendant and the bed functioned to specification.